Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger not charging) was due to l4 being knocked off the bedside board. The root cause of the damaged l4 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.